Event description:
Three level pyrenees plate broke at the corpectomy level approx 4 months post-op. The pt was revised with a two-level plate.

Manufacturer narrative:
The device was returned for analysis and is currently undergoing eval. The plate reportedly broke at the corpectomy level. One screw was found to be broken however, no info has been provided as to whether or not it broke upon removal or prior to. X-rays and add'l pt history info have been requested but not provided. Preliminary findings from the visual examination suggest that one of the screws was not fully locked. No conclusions can be drawn at this time as the investigation is still underway however, this incident is being reported as a precautionary measure.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the screw fracturing was likely due to bending fatigue overload. However, this could not be confirmed because no beachmarks could e seen due to burnishing which occured in the body by fracture surfaces rubbing together after the plate fractured. Patient was impacted in the head/neck area which possibly contributed to fracture. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged plate fracture concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.